Event description:
The customer stated that the aspiration probe of the cell-dyn sapphire analyzer can not be removed. When trying to replace it, it was moved in a certain way where it was stuck with no way to get it out. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies. A correction through a follow-up correction and removal (B)(4) 2010 was issued to include installing a new software (v4). The new v4 software released with (B)(4) 2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine